Event description:
It was reported that the patient had complained of headaches that occurred while sitting upright or standing, but didn¿t occur while laying down. The physician performed an MRI and dye study and there was no cerebrospinal fluid leakage or catheter fractures noted. It was indicated that the physician opted to remove the system and check the dura for leaks. At the time of report, there was no patient injury and it was noted that the device would be replaced with another device in the future. The device system was used to deliver morphine. Three days later, it was reported that the physician performed a blood patch on (B)(6). The patient was kept flat in bed, but when he sat up on the following day, he had a headache. Ten days later, it was reported that the patient was doing well and his headaches were better.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4).